Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate could not increase, preliminary assessment indicates a patch air leak. Replacing one set of arctic gel pad should resolve the issue, water leakage. The incident occurred during use. Per follow up information received via task on 02feb2026, the number of products affected was one. No impact to the patient.